Manufacturer narrative:
The lot number has been provided and a lot history review has been performed. The device was returned and the investigation confirmed for burst. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7574 pta balloon dilatation catheter allegedly experienced burst and material rupture. This information was received from one source. One patient was involved and there was no reported patient injury. The patient is male, (B)(6) years old, and (B)(6) pounds.